Manufacturer narrative:
(B)(4). The sample was provided and an evaluation was performed. The instrument was manufactured in april of 2001. All dimensions are within specification. The movement of the joint is uniform and tight, not loose. The clamp closes completely. There are no sharp edges. Clamping force is 7n (8n +/- 3n). The surface finish has traces of use, small scratches, and the product is free of pores and cracks. The hardness test was at 42,3 hrc which was within the range of 40-48hrc. The product passed the perforation test. This could not be determined a product defect, sharp edge, or a malfunction. It complies with the product requirements (B)(4) and the manufacturing specification. The edges of the clamping surface are not sharp. The probable root cause of the reported incident could not be determined and is unknown. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue

Manufacturer narrative:
(B)(4). On 03/09/2016 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email the circumcision clamp unintentionally cut the foreskin, rather than retracting/holding in place as it's intended to do. There was no harm to the patient, but the customer is concerned that there could have been under difference circumstances. The procedure that was being performed was a circumcision. There was no medical procedure performed or medical intervention required because of this incident. No adverse outcome. No further information.

Manufacturer narrative:
(B)(4). The correct manufacturer information and lot number were added to this report. This information was only discovered when the instrument was returned to our office by the customer.